Event description:
The following article was received based on a literature review: article: postoperative visual function of extended depth-of-focus intraocular lenses versus monofocal lenses postoperative visual function of extended depth-of-focus intraocular lenses versus monofocal lenses a retrospective observational study was done to assess the effects of intraocular lens (iol) decentration and tilt, as well as age, on postoperative visual function (corrected distance visual acuity [cdva] and contrast sensitivity) by comparing an extended depth-of-focus iol using higher order aspheric optics against a monofocal iol from the same platform. Phacoemulsification was conducted using a phacoemulsification machine (centurion, alcon laboratories, inc or whitestar signature pro, amo, inc). An iol was inserted into the capsular bag. A total of 69 patients (n=96 eyes) were included and divided into: tecnis eyhance optiblue group (n=61 eyes) who had dib00v/diw lenses implanted, and tecnis optiblue 1-piece group (n=35 eyes) who had dcb00v lenses implanted. Higher order aberrations (hoas, m): tecnis eyhance optiblue = 0.23 ± 0.07; tecnis optiblue 1-piece = 0.24 ± 0.08 iol tilt (°): tecnis eyhance optiblue = 4.79 ± 1.5; tecnis optiblue 1-piece = 4.73 ± 1.31 iol decentration (mm): tecnis eyhance optiblue = 0.18 ± 0.09; tecnis optiblue 1-piece = 0.17 ± 0.1 within 3 months postoperative: photopic contrast sensitivity (cs) area under log contrast sensitivity function (aulcsf): tecnis eyhance optiblue = 1.58 ± 0.13; tecnis optiblue 1-piece = 1.46 ± 0.18 scotopic cs (aulcsf): tecnis eyhance optiblue =1.71 ± 0.11; tecnis optiblue 1-piece = 1.59 ± 0.19 other j&j products were mentioned but no complaints were reported against them. There were no further interventions reported. Note: separate reports will be submitted for the other reported lens models.

Manufacturer narrative:
Section a2 - age: the mean age is 72.52 ± 7.43 years. Section a3a - sex: percentage of men being 49.2% (30 of 61) and women being 50.8% (31 of 61). Sections a3b, a4 and a5: information unknown/not provided. Section b3 - date of event: exact date not provided. Article acceptance date is may 21, 2024. Section d4 - catalog number: a complete number is unknown, as product serial number was not provided. Section d4 - serial number: unknown/not provided. Section d4 - expiration date: unknown, as product serial number was not provided. Section d4 - UDI number: unknown, as product serial number was not provided. Section d6a - implant date: information unknown/not provided. Section d6b - explant date: not applicable, as lens remains implanted. Section g4 - PMA/510(k) #: this report is being filed on an international device; tecnis eyhance simplicity toric ii optiblue with tecnis simplicity, model diw series that has a similar device, tecnis eyhancetoric ii iol with tecnis simplicity model diu which is distributed in the united states under PMA p980040. Section h3: the intraocular lens was not returned for analysis. The serial number for this device is not available; therefore, no further investigation can be performed. If there is any further relevant information received, a supplemental medwatch will be filed. Section h6 - health effect - clinical code: 4581: no code available (device dislocation) citation: komatsu, k., masuda, y., tachibana, s., sano, k., iida, m., ichihara, k., oki, t., fukai, k., tatemichi, m., & nakano, t. (2024). Postoperative visual function of extended depth-of-focus intraocular lenses versus monofocal lenses. Journal of refractive surgery (thorofare, n.j.: 1995), 40(7), e499¿e505. Https://doi.org/10.3928/1081597x-20240522-01. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.